Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for analysis. Review of the event history log (ehl) showed a high alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the keyboard was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited an alarm and that the button got stuck on the keyboard. There was unknown patient involvement, no patient injury was reported.